Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and verified the customer reported malfunction. The se replaced the interface touchframe printed circuit board (pcb) to resolve the issue. The ventilator passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that, during patient use, a ventilator's touchframe became unresponsive. The patient was then transferred to another ventilator without harm.

Manufacturer narrative:
(B)(4). The touchframe printed circuit board (pcb) was returned for investigation. A visual inspection was performed, and no anomalies were observed. The touchframe was attached to the failure investigation test ventilator for analysis and the unit was powered. The ventilator passed power on self-test (post) without errors being recorded in the diagnostic logs. Additional tests and calibrations procedures were performed without any errors or alarms being generated. The test ventilator was set into ventilation mode for 24 hours, and no errors or alarms were generated. The customer reported malfunction was not verified.